Manufacturer narrative:
(B)(4). Alleged failure: it is reported that the contact piece of a serfas probe broke the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. Excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. The product was returned for investigation and the failure mode was confirmed and will be monitored for future reoccurrence.

Event description:
It was reported that the tip broke. The broken pieces were retrieved and the surgery was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip broke. The broken pieces were retrieved and the surgery was completed successfully.